Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system is being filed under a separate medwatch report.

Event description:
This is filed to report the steerable guide catheter (sgc) slipped into the right atrium. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. Gripper line removability was established; therefore, the clip was deployed. During removal of the gripper line, resistance was met. Troubleshooting was performed. The sgc curves were released; however, the sgc moved into the right atrium. After approximately 2 hours, the gripper line was able to be removed. One clip was implanted, reducing the mr to 1-2. It was noted that during the procedure, an av block was observed; however, the cause could not be determined. On (B)(6) 2019, two days post procedure, a complete av block (grade three) was noted. The patient remains in the ICU and is being treated with medication. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported incidents reported for from this lot. All the information was investigated, and the reported slippage of device or device component appears to be related due to user technique/procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.